Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient no longer had an indication for an ICD. All therapies were programmed not to deliver any therapy and all alerts were programmed off. The ICD recently alerted for charge time out and removal was recommended as it may alert again even with alerts turned off. The ICD was explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.